Manufacturer narrative:
No product has been returned for evaluation. Radiographs provided confirm the alleged event of pedicle screw fracture. No information in regards to patients bone quality nor post-operative patient activities. Potential adverse events and complications: "...as with any major surgical procedures, there are risks involved in orthopedic surgery; permanent pain and/or deformity..." '...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s) pain, discomfort or abnormal sensations due to the presence of the device..." "...correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone..." "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." Post-operative warnings "...during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments .damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques..."

Event description:
On (B)(6) 2017 patient reported experiencing pain and limited mobility. As per patient, patient has undergone multiple procedures including a revision procedure related to a post-operative pedicle screw fracture. No product will be returned for evaluation.